Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) the needle was broken from the middle, and the front of the needle entered under the skin, there was a sensation of acupuncture under the skin [injury associated with device] the needle was broken from the middle [needle issue] case description: this serious spontaneous regulatory authoritycase received via national medical products administration from china was reported by a health care professional nos as "the needle was broken from the middle, and the front of the needle entered under the skin, there was a sensation of acupuncture under the skin(needle injury)" beginning on (B)(6)2023, "the needle was broken from the middle(needle broken)" beginning on (B)(6) 2023, and concerned a 68 years old female patient who was treated with novofine 8mm (30g) (needle) from (B)(6) 2023 for "device therapy", patient's height, weight and body mass index were not reported. Dosage regimens: novofine 8mm (30g): (B)(6) 2023 to not reported; medical history was not provided. Concomitant products included - insulin on 15-oct-2023, the patient went to the hospital to purchase insulin needle. After getting the needle, the patient performed insulin injection in the waiting room of the hospital. During the unpacking process, no abnormalities were found in the needle. After normal handling, the needle was inserted subcutaneously, and insulin was injected. However, when the needle was removed after injection, no needle was found and there was a sensation of acupuncture under the skin. The patient immediately saw a doctor. When the doctor examined the needle, the doctor did not see the sharp front part of the needle. The doctor immediately took the patient to the operating room and used a surgical knife to cut open the skin at the injection site to search for the broken needle. It took 15 minutes for the broken needle to be found and removed from the body. During this process, the patient had sense of fear clearly. It left serious psychological shadow on the patient and caused physical trauma. The hospital apologized and refunded the relevant fees for purchasing insulin this time. After removing the needle, the patient's wound has recovered without discomfort. There were no further injuries afterwards. It was unclear whether the patient continues to use the novofine 30g. The needle has been discarded. Cause analysis: product reason (including package insert, etc.), handling reason. Cause analysis description: not reported. Batch numbers: novofine 8mm (30g): 21b05y action taken to novofine 8mm (30g) was not reported. The outcome for the event "the needle was broken from the middle, and the front of the needle entered under the skin, there was a sensation of acupuncture under the skin(needle injury)" was recovered the outcome for the event "the needle was broken from the middle(needle broken)" was not reported. No further information available. References included: reference type: e2b authority number reference ID#: (B)(4) reference notes: nmpa (national medical products administration), chn preliminary manufacturer's comment: 25-oct-2023: relevant information on needle re-use, proper training on injection technique, device storage and return of needles from same batch are unavailable for complete assessment. Considering the nature of event, needle breakage and injury could be related in handling error.

Event description:
Case description: since last submission the case has been updated with the following: expected date of followup was updated in EU/ca tab (suspect novofine 8mm is under investigation).

Event description:
Case description: investigation result: name: novofine 8mm (30g), batch number: 21b05y. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. The batch documentation was reviewed. No abnormalities relating to the observed problem were found. The batch documentation had been reviewed and found to be normal. Since last submission the case has been updated with the following: -investigational results updated; -imrdf b,c,d,and g codes were added; -relevant fields updated in EU/ca tab. Final manufacturer's comment: 10-jan-2024: the suspected device novofine 8mm (30 g) has not been returned to novo nordisk for evaluation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novofine needle. Considering the nature of events, route of administration being subcutaneous, the reported event of needle breakage could be attributed incorrect product handling. H3 continued: evaluation summary. Name: novofine 8mm (30g), batch number: 21b05y. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. If possible, please forward the reported product(s) for further investigations. The batch documentation was reviewed. No abnormalities relating to the observed problem were found. The batch documentation had been reviewed and found to be normal.